Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes and programming testing were recommended. Some programming changes were made. No further information available.